Manufacturer narrative:
(B)(4). Additional information was received: where within the gap setting scale was the orange indicator prior to firing? As it is a ccs25, there was no orange indicator. Prior to firing, the indicator window turned all green. What confirmation was received that the device was fully fired? The surgeon compressed the firing trigger until unable to compress further. Were there any staples missing from the staple line? The whole staple line was malformed. Did the device cut? Yes, the device cut. Was the cut line fully circumferential around the target tissue? The cut line was fully circumferential around the target tissue. If the device fully cut, were all tissue layers present in both donuts when inspected? Yes, all tissue layers were present in both donuts when inspected.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2015. Batch # (B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the green indicator should be fully within of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a jejunum anastomose procedure, the whole staple line was malformed like character 'n'. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.